Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 of complaints for additional reportable events. A field service engineer visited the site on (B)(4) 2009, to collect test data and to verify instrument performance. The identification number for the raw data provided for analysis did not match the pt identification number provided with the test results. The customer stated the raw data is not for the pt whose test results were under review. The root cause of the failure to flag for blast cells was unk.

Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample. There were no instrument-generated messages accompanying the differential results. A manual differential was performed because of a platelet results flag on this sample. The platelet test results were not available. There were 34% blast cells observed on the manual differential. The customer believed the manual results to be correct. The erroneous test results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.